Manufacturer narrative:
Visual inspection of the returned product found the lens optic and one haptic torn. Lens was returned in liquid. Based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: device history record review. Evaluation result: based on the results of the DHR review, the available information given within this complaint, product evaluation, and work order search, a conclusion can be drawn that nothing in the manufacturing, sterilization and packaging processes of the lens is likely to have contributed to the complaint. The root cause of the complaint is unknown. Conclusion: based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Per medical review - tears or nicks can occur at any stage from manufacture to surgical manipulation. The report of similar complaint in injector systems in the same lot may have been related to the device, but the facility reported that the lens tore during insertion. As such, the cause of lens tear cannot be determined. (B)(4).

Manufacturer narrative:
Diopter: 22.00. Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Device evaluated by manufacturer? No, lens was discarded by the facility. (B)(4). Method: evaluation method: lens work order search. Results: evaluation results: a lens work order search revealed no similar complaint within the work order. A claim search by injector lot number was performed and four similar complaints were found. Conclusions: based on the complaint history and lens work order search, a specific root cause of the event could not be determined. (B)(4). Lens was not returned.

Event description:
The reporter stated the surgeon implanted a cc4204a collamer single piece lens, 22.00 diopter in the patient's eye. The lens tore during insertion into the eye. The incision was enlarged to remove the lens. A backup lens, same model and size was implanted and not suture was required. Cause of lens tear is unknown.